Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the cause of the ins bothering them and the cause of the adaptive stimulation issue was due to the original placement of the ins. It was over the sciatic nerve. Since implant they would bump it and it got to be very painful. The adaptive stimulation was resolved by moving the ins up about 5-6 inches on (B)(6)2017. The patient stated they have felt better since the ins revision. It was also noted the patient's weight at the time of the event was (B)(6)pounds. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient stated that beginning about 2 months ago their ins was bothering their sciatic nerve and it got bad enough that bumping it was painful and they could hardly sit on their ins. Yesterday the patient¿s healthcare professional (hcp) moved the ins up to their lower back. The patient stated that their adaptive stimulation is now not working. It thinks that the patient is laying on their right side when they are standing up. They have an appointment for reprogramming on (B)(6) 2017 but they want to have their adaptive stimulation turned off until then. Patient services helped the patient turn of their adaptive stimulation. No further complications were reported/are anticipated.